Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. Caller stated that the customer was wearing the insulin pump at the time of death. Caller stated that the customer died due to diabetic complications. Caller stated that the customer had several strokes and severe nephropathy. Customer's blood glucose reading at the time of death was 215 mg/dl. Nothing further was reported.